Event description:
It was reported that (1) device was used during a gynecological procedure. It was reported by the affiliae that the um201 instrument was used. On 11/10/1999 the hosp rec'd a report from the gynecologist that a plastic washer had been passed per vaginum.